Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing as expected. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed two days after ((B)(6) 2021) on an unknown sample. The customer had taken a self test which generated negatives results; however, the ID now covid-19 assay generated positive results. The customer reported that a positive sample came back negative on the ID now instrument. No additional patient information, including treatment and outcome, was provided.